Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. The device was inflated with an in-house inflation device and water was seen exiting the balloon from a rupture on the distal cone. The balloon was unable to fully inflate. Therefore, the investigation is confirmed for the reported inflation issue, as well as for a rupture. The identified balloon rupture was likely the cause of the reported inflation issue. However, the definitive root cause for the identified rupture could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty inflating. There was no reported patient injury.